Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the caller stated the ins was removed but the leads had remained implanted and noted that the patient said the leads were capped. The caller wanted to know if the patient was eligible for MRI of the elbow and mentioned that they had an MRI of the lumbar region and ankle at another facility after their insr was removed. The caller was not able to confirm the model number of the ins removed but stated that the ¿revision/removal¿ took place on (B)(6) 2013. The caller was not sure why the ins was removed and there were no symptoms or device/therapy allegations but flagged as caller mentioned ¿revision/removal.¿ additional information was received via fax stating that the reason for the removal was that the device didn't work for the patient and they elected to have it removed. Then an additional voicemail was received stating that aforementioned fax was incorrect and the patient had erosion with their left side ipg, which was the ultimate reason for the removal. There were no further complications reported.

Manufacturer narrative:
Correction to display correct aware date. If information is provided in the future, a supplemental report will be issued.